Event description:
The patient had adaptive stimulation set up on group b. They wanted stimulation in the patient¿s mid back due to an acute injury. The device was reprogrammed under group c and group b was not adjusted. Stimulation was able to get to the mid back and the session was exited. When attempted to return to group b with the patient programmer (pp), adaptive stimulation had been disabled. The device was interrogated again and the adaptive stimulation appeared to still be activated. The orientation was reset and the adaptive stimulation amplitudes were also reset. The session was exited and the adaptive stimulation was still disabled. The patient was going to see how it works without the adaptive stimulation set up and she was going to contact the company representative if she wants to try to reactivate it. No patient symptoms or complications were reported. Additional information has been requested to find out if any troubleshooting or intervention was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported that the patient was scheduled to meet with the manufacturer representative after an injection, but the patient left the office before the manufacturer representative arrived. The office staff called the patient and asked if they wanted to come back, and the patient reported that they were not having any issues with the stimulator and did not need any reprogramming at that time.